Event description:
See also MFR report 203254-2008-07562. It was reported that while placing a bravo ph monitor in a pediatric pt, the capsule failed to deploy correctly. It was the second capsule attempted. No injury to the pt was reported.

Manufacturer narrative:
The device is included into the bravo ph capsule and delivery system 9012b1011 (5-pack) and 2012b1001 (single-pack) field action - failure to detach, physician communication (2007).